Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported when she went to remove the tampon after a few hours, the string was too short and she was unable to remove the tampon herself. She went to the doctor where the tampon was removed in one piece. She did not receive any treatment and was doing fine.